Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported, that the outer cover and hub of the bd micro-fine¿ pro pen needle were loose and "spinning" after use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "according to the user's verbatim report, after use, the outer cover and the hub were loose and spinning".

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2095683. D4: medical device expiration date: 30-apr-2027. H4: device manufacture date: 05-apr-2022. D4: medical device lot #: 2095681. D4: medical device expiration date: 30-apr-2027. H4: device manufacture date: 05-apr-2022. D10: device available for eval yes, d10: returned to manufacturer on: 25-may-2023 . H6: investigation summary one open 32g x 4mm pen needle sample from lot. No. 2095683 and one open 32g x 4mm pen needle sample from lot. No. 2095681 were returned along with three photos. A functionality test was carried out on the returned samples as per q-sop-183-dl and a loose hub in cover was observed on both samples. See attached data collection forms. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. This issue was most likely caused by an interference fit between the hub and the cover.

Event description:
It was reported that the outer cover and hub of the bd micro-fine¿ pro pen needle were loose and "spinning" after use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "according to the user's verbatim report, after use, the outer cover and the hub were loose and spinning".